Event description:
During reprogramming the hcp noted that the device was off approximately 50% of the time. The device on/off counters were cleared. The hcp planned to observe them over time. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178200806007.